Manufacturer narrative:
The manufacturer previously reported, 'the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a philips CPAP device. The manufacturer received information from the patient alleging nasal discharge and a "serious sinus infection." The patient went to an ear, nose, and throat doctor. The patient had a bacterial infection and had to have surgery. There were complications from the surgery the surgery which include bleeding from her nose and mouth, requiring a blood transfusion. When the patient went home from the surgery, she got a blood clot and felt as if she was dying.' The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h9), and complaint rending is reviewed on a periodic basis to evaluate filed quality performance, and as an input to risk management activities.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a philips CPAP device. The manufacturer received information from the patient alleging nasal discharge and a "serious sinus infection." The patient went to an ear, nose, and throat doctor. The patient had a bacterial infection and had to have surgery. There were complications from the surgery the surgery which include bleeding from her nose and mouth, requiring a blood transfusion. When the patient went home from the surgery, she got a blood clot and felt as if she was dying. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.